Event description:
Following a liver and lung rf ablation procedure, it was noticed that the pt had an injury on the right thigh at the grounding pad site. The injury was described as skin flakes and blisters. The pt was referred to a plastics specialist and treatment was reported to be ointment.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.